Event description:
It was reported that a physician performed a "difficult" novasure endometrial ablation on (B)(6) 2014. Approximately one month later, "the patient presented [to the emergency room] with severe pain and high fever. She was admitted and placed on broad-spectrum antibiotics. Her blood cultures were negative but actinomycosis was identified on vaginal culture. She had evidence of tubo-ovarian abscess on CT-scan and underwent a hysterectomy".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).